Event description:
It was reported that the customer's insulin pump was not accepting the customer's batteries. The customer stated that she received a low battery alert and then the screen went blank afterwards. The customer stated that there was no alarm before going blank. The customer's blood glucose was 383 mg/dl. Troubleshooting was done. The customer stated that the spring in the battery compartment was corroded and that there was discoloration in the battery compartment. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. The off no power alarm functioned properly. No blank display noted. No damage was found on the isolation tape was noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.